Event description:
Customer called to report that the insulin pump received a low battery alert in less than 1 week. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump was monitored. All operating currents tested within specification range. No unexpected low battery alarms noted. However, corroded battery cap contact and light corrosion in battery tube was noted.